Event description:
Pt complained of being slightly jittery before dialysis, temp. 96, pulse 72, blood pressure 176/75 dialysis was initiated at 200 blood flow-rate on terumo dry pack dialyzer. 29 minutes into dialysis the pt reported blotchy jittery inside. Dialysis was terminated, the pt's blood was returned and dialysis was resumed with a preprocesseed dialyzer. The pt completed 3.5 hr treatment. Post treatment blood pressure 116/70, temperature 96.4, pulse 76.